Event description:
Caller states the patient tested 4.1 inr on the coaguchek system and 2.3 inr on a comparison lab. Coumadin was adjusted based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.